Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on the morning of (B)(6) 2026, the catheterization technician inserted a PICC catheter for a patient. After fully priming the catheter and measuring the insertion length, while retracting the stylet prior to trimming the catheter, a lint-like substance was found wrapped around the stylet inside the catheter. The catheter was unusable, so the nurse opened a new catheter and reinserted it for the patient. It was reported this occurred with two devices. This report addresses both devices.